Manufacturer narrative:
Additional patient identifier: (B)(6). Event year reported as 2018; exact date is unknown. 510k: this report is for four (4) unknown 5mm locking screws. /unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, that the patient underwent hardware removal of implant devices and a long stem total hip replacement due to nonunion of the osteotomy. The patient had an osteotomy and insertion of unknown retrograde /antegrade nail and unknown 5mm locking screws to correct the malunion on (B)(6) 2018. No details of the previous malunion are available. There was no surgical delay reported. The implanted devices were successfully removed. The procedure and patient outcome was successfully completed. This report is for four (4) unknown 5mm locking screws. This is report 2 of 2 for complaint (B)(4).